Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2020 - (B)(6). It was reported that patient found to have driveline with scant serosanguineous drainage on (B)(6) 2018. Driveline drainage improved while on doxycycline. Patient was given 250 bolus with blood cultures drawn before initiatiing broad spectrum antibiotic therapy. No growth in blood cultures to date. Urinalysis and respiratory panel were both negative. Patient continued on doxycycline orally for chronic driveline prophylaxis. Patient woke up due to ICD shock. Patient was found to be in sinus tachycardia with multifocal pvcs in couplets. Nothing sustained. Ems squad reported ICD firings. No strips provided. Emergency physician recommended starting amiodarone load at 400 mg daily. Patient also started on IV antibiotics vancomycin and cefepime for fevers/chills/shakes. Patient stopped experiencing fevers and the IV antibiotics were discontinued by (B)(6) 2018.

Manufacturer narrative:
Section d4, h4: additional information. A specific cause for the reported tachycardia cannot be conclusively determined through this investigation. A specific cause for the reported serosanguineous driveline drainage cannot be conclusively determined through this investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on the event.